Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home: 1900 n highway 201, mountain home ar 72653, united states. Baxter healthcare - dominican republic: (B)(4) 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not be disconnected from a homechoice cassette. This occurred after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.